Event description:
With patient in prone position, an attempt was made to remove the horizontal locking bar. The locking bar stuck and the patient slid off the table and fell to the floor, with the locking bar still stuck and the spine board still in place. The headrest broke as the patient fell.